Event description:
Customer reportedly received blood sugar results of 174 mg/dl and 415 mg/dl within 10 mins on the aviva system. No actions taken based on device results. No adverse event reported requested return of suspect device, and replacement was sent.